Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. C06524) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included post-traumatic stress disorder. Concomitant products included nigella sativa oil (sepe natural black seed oil) and probiotics [umbrella term]. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety") and menorrhagia ("horrible extended, heavy cycles"). The patient was treated with surgery (she underwent surgery on (B)(6) 2018 for removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, depression, anxiety and menorrhagia outcome was unknown. The reporter provided no causality assessment for anxiety, depression, menorrhagia and pelvic pain with essure. The reporter commented: serious injury criterion: hospitalization/required intervention and event date (B)(6) 2016 were reported, but not specified and/or assigned to one of the events. She underwent series of CT scan , x-rays and ultrasounds. Lot number: c06524 manufacture date: 2014-01-06 expiration date: 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082923) on 01-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. C06524) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included post-traumatic stress disorder. Concomitant products included nigella sativa oil (sepe natural black seed oil) and probiotics [umbrella term]. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety") and menorrhagia ("horrible extended, heavy cycles"). The patient was treated with surgery (she underwent surgery on (B)(6)2018 for removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, depression, anxiety and menorrhagia outcome was unknown. The reporter provided no causality assessment for anxiety, depression, menorrhagia and pelvic pain with essure. The reporter commented: serious injury criterion: hospitalization/required intervention and event date (B)(6) 2016 were reported, but not specified and/or assigned to one of the events. She underwent series of CT scan , x-rays and ultrasounds. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.